Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate high results of "600, 254, 337, 384mg/dl" on the subject meter as compared to "430, 266, 384, 337mg/dl" on a lab device performed within 10 minutes of each other. Samples were obtained from an approved site, testing technique was correct and the test strip vial was not damaged. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.